Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) levels were elevated for the past week (200s mg/dl). Customer treated elevated bgs by administering a bolus using the pump. Tandem technical support offered to troubleshoot, however customer's contact declined stating that bg levels were probably elevated due to customer's growing body and age. Contact indicated that they would be calling the customer's healthcare provider to discuss settings.